Event description:
B braun ultrasite us3140 pump IV set has a defective backcheck valve. When the tubing is used without a pump, drugs given by syringe can flow backwards. This pt needed a rapid sequence induction of general anesthesia. The induction drug propofol was given into the tubing using a 20ml syringe, then the muscle relaxant succinylcholine was given. The drugs had backed up into the tubing and the drip chamber and into the 1 liter bag of fluid. The pt got a mix of succinylcholine and propofol potentially experiencing the muscle relaxant without the general anesthetic. There is a printed notice on the tubing: "cauton, close roller clamp of fff clip prior to manual injection. Use lowest injection site."